Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6) hospital.

Event description:
It was reported to philips that the heartstart xl battery is discharged. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl battery remains discharged. The asp evaluated the device and found the equipment could no longer turn on with the battery. The device only works with power from the outlet. The battery was replaced, and the device passed all testing. The device is now back in customer use. 'There is no indication of a root cause of the battery failure. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. Information found in document: 2930-2013-11-06028. Based on the information available and the testing conducted, the cause of the reported problem was the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.